Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d4, d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One tr band and inflator were returned for assessment. The sample was subject to visual analysis. No damage or deformities were noted on the band or inflator. 1ml of air was left in the band. The sample was subject to leak testing. Approximately 18ml was injected into the band and submerged in a water bath for 30 seconds. Air bubbles were observed from the check valve. The sample failed leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, a piece of foreign matter was found. The complaint can be confirmed for air leakage issues. The cause is foreign matter in the check valve. The operations quality engineer was notified about this issue and non-conformance (nc) was initiated. Nc will contain root cause analysis and corrective actions. Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A3a: sex: requested, not provided. A3b: gender: n/a. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved tr band was inflated for hemostasis at the end of the procedure, but it completely lost pressure two minutes later while the patient was resting comfortably on the cart. The syringe was reconnected and refilled; however, upon removal of the syringe, the band immediately lost all air again. The procedure performed was a left heart catheterization (lhc). Blood loss was less than 250cc's. On 05/20/2024, additional information was provided. Another tr-band was utilized. The patient's condition is stable.